Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported to philips that the device had a blower temperature alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H11: h8: initial user of device. There was no patient involvement . The defect on arrival error was found during pre-use system verification is prior to therapeutic application and presents no direct patient harm. Further investigation of the complaint led to the finding that this was inadvertently reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.